Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, fluid leaked through the valve during the flush. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the flexcath advance sheath, lot 58296, were returned and analyzed. The data files showed ten injections were performed with the balloon catheter without issue on the date of the reported event. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.